Manufacturer narrative:
H10: the device was returned for evaluation. A device history record review was performed. The investigation is inconclusive for the alleged leak. The root cause could not be determined. The sample was labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420ce implantable port allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient's age and weight were not provided.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420ce implantable port allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient's age and weight were not provided.